Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the evening following a routine device replacement, the patient experienced a cardiac arrest and lost consciousness. It was noted that the device exhibited oversensing and pacing failure, and a connection issue was suspected. The pocket was reopened, and the connection was tested, revealing no evidence of a lead or connection issue. The device was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.